Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not turn black after use. After the operation, an attempt to pull the guidewire loop outside the body found that the loop could not be pulled. There was no reported patient injury. No damage to the indicator wire was observed, and there was no difficulty during connection, advancement, or retraction. The sheath was not kinked. The indicator wire cowling locked properly, an audible click was heard, and pulsatile flow was seen. Retraction was performed until bleed-back slowed/stopped, with the indicator window facing up and showing no color change (no red or black). After complete removal of the device from the body, there was no color change, and therefore the plug release button was not pressed. The physician did not place a thumb on the deployment button during retraction. Upon removal, the indicator wire loop was visible with no anomalies. The procedure used a retrograde approach and was performed for hepatic angiography. There were no other adverse outcomes or reactions post-procedure. A 5f catheter sheath introducer was used, and the femoral artery¿s suitability, including insertion angle and vessel diameter (=5mm), was confirmed by angiography. Presence of calcium/plaque, vessel stenosis >50%, or prior closure/compression within 30 days was unknown. No stent was present near the puncture site, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The operator was trained, and the device was stored and prepared according to the instructions for use (IFU). No visible device or packaging damage was observed. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not turn black after use. After the operation, an attempt to pull the guidewire loop outside the body found that the loop could not be pulled. There was no reported patient injury. No damage to the indicator wire was observed, and there was no difficulty during connection, advancement, or retraction. The sheath was not kinked. The indicator wire cowling locked properly, an audible click was heard, and pulsatile flow was seen. Retraction was performed until bleed-back slowed/stopped, with the indicator window facing up and showing no color change (no red or black). After complete removal of the device from the body, there was no color change, and therefore the plug release button was not pressed. The physician did not place a thumb on the deployment button during retraction. Upon removal, the indicator wire loop was visible with no anomalies. The procedure used a retrograde approach and was performed for hepatic angiography. There were no other adverse outcomes or reactions post-procedure. A 5f catheter sheath introducer was used, and the femoral artery¿s suitability, including insertion angle and vessel diameter (=5mm), was confirmed by angiography. Presence of calcium/plaque, vessel stenosis >50%, or prior closure/compression within 30 days was unknown. No stent was present near the puncture site, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The operator was trained, and the device was stored and prepared according to the instructions for use (IFU). No visible device or packaging damage was observed. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed while the guard was locked. The plug was in manufactured position, and the indicator wire was found fully deployed. A non-cordis 5f catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. The indicator window black/white/red position was obtained as well. A high magnification evaluation microscopic was executed to evaluate the internal mechanism of the device. During this analysis no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.